Event description:
It was reported outside of surgery that the device is sent in for annual calibration and maintenance. There is no harm or delay reported. During device evaluation it was noted that the motor speeds were below specification. Due diligence is complete.

Manufacturer narrative:
This incident is being recorded under (B)(4) as an initial/final report. Review of the most recent repair record determined the motor speeds were below specification and the device was out of calibration. The motor, sleeve, o-ring, spring seal, reciprocating arm, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: singapore e1: telephone: (B)(6).